Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The device was explanted on (B)(6) 2019 due to upgrade.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02493. It was reported that the pacemaker exhibited failure to capture. The device was explanted and replaced. The patient was stable.